Event description:
While attempting to attach the hub of a texium 60 ml needle free syringe to a vial of chemotherapeutic medication, the technician noticed that the syringe hub was not turning as she twisted the syringe to effect a connection. When she examined the syringe, she noted that the white portion of the blue green connector was not glued to the syringe.